Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Reporter alleged blood glucose device measured 159 mg/dl at 12:23 pm on the compact plus system compared with the emergency medical technician result of 30 mg/dl when testing was performed 10-15 minutes later. Customer stated having hypoglycemic symptoms that morning described as sleeping most of the time and when his wife went to check on him, she found him not responding; however, they did not state the location of the testing. As a result of the comparison, customer reported being treated with either a glucose injection and/or an IV. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter with compact test strip drum lot 20652641 and expiration date of 03-31-08.